Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer's daughter reported via phone call that the customer experienced high blood glucose. The customer blood glucose level went up to 500 mg/dl to 600 mg/dl at the time of incident. Customer had high blood glucose due to a bent cannula. The insulin pump will not be returned for analysis.